Event description:
Customer reported a malfunction as pump declared alarm during pumping. There was no adverse impact to the customer's blood glucose level. Although technical support assisted customer in loading a new cartridge, cartridge alarm recurred, leading to the decision to replace the pump. Customer will use multiple daily injections as backup therapy. Technical support provided guidance on returning the pump and confirmed shipping details for replacement.